Event description:
Left depuy pinnacle hip installed in 2005. While walking I started to notice my left hip implant was making clicking, grinding and squeaking noises. I knew this was a problem since I hadn't injured the hip in any way. I went to my orthopedic doctor who installed the hip. Doctor ordered blood work and it revealed very high concentrations of chromium and cobalt metal in my blood. Doctor stated that I required revision surgery immediately due to very high metal concentration. Revision surgery was performed (B)(6) 2012 at (B)(6) hospital. Dates of use: (B)(6) 2005 - (B)(6) 2012 (7 years). Diagnosis for reason of use: hip failure.